Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose levels. Customer¿s blood glucose level was over 400 mg/dl on the morning of (B)(6) 2017. Troubleshooting for the no delivery alarm was performed. Customer was advised to rewind the insulin pump, reinsert the reservoir and run a manual prime. Customer advised insulin exited the tubing and the device worked as designed.